Manufacturer narrative:
Model number / catalog number: sc-2317-70, serial number: (B)(4), batch / lot number: 20390212/2090212, model / catalog description: infinion cx lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent explant.